Event description:
As reported (B)(4) 2013, a pt of unk age and gender presented for an endovenous laser procedure. During the procedure, when the treating physician was removing the tre-sheath from inside of the pt, the sheath stretched and elongated. The treating physician removed the sheath and guidewire as a whole unit from the pt and set it aside. A new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the device involved in the incident is not available to be returned to the MFR for eval as it was disposed of by the user. An investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly and performance specs. The results of the device eval will be sent via a f/u medwatch.